Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device displayed a "high impedence" message and would not discharge. Device successfully delivered 3 shocks prior to displaying the message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.